Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
While servicing the prism analyzer the abbott ambassador injured himself while lifting the sample plate assembly. He had an ultrasound performed and will be undergoing surgery on (B)(6) 2017 due to an aggravated hernia. In addition he cannot lift anything over 20 lbs.

Manufacturer narrative:
A correction on the suspect medical device manufacture location is needed, the mistake was identified on 1 november 2017.

Manufacturer narrative:
The suspect medical device was changed to prism next analyzer and the catalog # was changed to 06a36-34. Customer complaint data was reviewed and no trends or related issues were identified. The prism next operations manual was reviewed and was found to contain adequate instruction for the removal and replacement of the rack plate assembly. In addition, the 2017 ul certification memo indicates abbott diagnostic equipment and accessories are certified to the appropriate us, canadian and international safety standards. Abbott diagnostic division performs an in-depth risk analysis which ensures that the overall residual risk is at an acceptable level. Based on the available information no product deficiency of the prism next analyzer 06a36-34, was identified.